Event description:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a medical device entrapment and cardiac tamponade requiring pericardiocentesis. It was reported that two hours after the patient was entered, pericardial effusion requiring drainage was confirmed during right ventricular outflow tract (rvot) therapy. When the cardiac tamponade was confirmed, blood pressure decreased slightly, but it was maintained at 90 or higher, and consciousness was also clear. Hemodynamics remained stable. Drainage was performed immediately and about 400 ml of blood was drained. Thereafter, hemodynamics remained stable, and the procedure was completed. The physician commented that during rvot mapping, the catheter got stuck in the right ventricle (rv) posterior wall and they manipulated while this state. The physician thinks that was the problem. Additional information received indicating the patient did not require extended hospitalization because of the adverse event. The patient outcome from the adverse event was reported as improved. A smartablate generator was used in this case and it was confirmed service is not required for this unit. A transseptal puncture was not performed. The irrigation setting was conducted as per the instructions for use (IFU). The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used included real time graph; dashboard; vector with the additional filter of visitag of force over time (fot) and tag index..

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-apr-2022, additional information was received indicating other relevant medical history included having an implantable cardioverter defibrillator (ICD) implanted. Additionally, prior to noting the cardiac tamponade ablation had already been performed. There was no evidence of a steam pop. Device evaluation details: on 9-apr-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: on 2-may-2022, it was noticed that field a3. Gender was inadvertently left blank in the 3500a initial medwatch report. As such, "male" has now been added to that field.